Manufacturer narrative:
Evaluation completed. Three sealed individual e7592 knives from lot maws530 were returned. The product which caused the event was not returned. All three samples were opened by the complaint evaluation center technician for inspection and testing. No visual defects were noted. A functional test was performed by inserting the blade into a silicone eye. The blade pierced the silicone eye easily and was not dull."in-eye" conditions could not be duplicated. It cannot be determined, through visual inspection alone, whether or not the blade caused abrasions. The product samples were forwarded to the vendor for further investigation.

Event description:
The user facility reported a dull blade caused a corneal abrasion. There was no impact to the patient and no medical intervention was required.

Manufacturer narrative:
Correction: adverse event. Serious injury.